Event description:
It was reported that ICD and leads were removed due to infection. Patient was discharged and no further issues were reported.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.